Event description:
A center reported that a patient presented with blurry vision at distance. The patient was noted to have a high mixed astigmatism outcome post photo refractive keratectomy (prk) enhancement. Contact lens assisted pharmacologically induced kerato steepening (clapiks) trial was performed. A contact lens was placed on the left eye along with using a topical ketorolac tromethamine ophthalmic solution eye drop three times a day. Approximately two months post clapiks, a decrease in manual refraction and improved visual acuity was noted. Additional information is not available.

Manufacturer narrative:
The device history records (DHR) for the device were reviewed. The associated device was released based on acceptance criteria. No root cause has been identified based on the currently available details. (B)(4).

Manufacturer narrative:
Additional information: the logfile review shows that all started treatments were completed to 100% and all laser system functions were within specifications at this day. The system history shows that the laser was verified successfully prior and after the date of treatment. No technical root cause was identified as the product was found to be within specifications. The root cause cannot be determined conclusively. (B)(4).